Event description:
During operative procedure obturator form vein tunneler came off during use in the right thing. There was "lot of resistance while tunneling across and lateral. The surgeon's operative note states "initally the green tunneler was used but the cap came off deep in the muscle behind the femoral triangle and it was unale to be retrieved". It is reported that the pt had undergone a lengthy procedure and bleeding was a consideration. It also reported that the physician stated that this had happened before and it took 1 1/2 hours to locate the obturator and retrieve it. Md states taht leaving the obturator would cause the pt no harm.